Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on 27 june 2023, a 27mm navitor valve was implanted during a transcatheter aortic valve implantation using a flexnav delivery system. During the procedure, neither a pre-implant or post-implant balloon valvuloplasty was performed. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 3.3mm. On (B)(6), 2023, the patient experienced a left bundle branch block on electrocardiogram (ECG). On (B)(6), 2023, the rhythm was controlled in the catheter lab by a rhythmologist. There was no indication for the implantation of a pacemaker. The patient's hospitalization was prolonged as a result of this event.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final depth of valve implanted for non-coronary cusp (ncc) is 3.3mm and the patient have a past medical history of this type of arrhythmia. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.